Manufacturer narrative:
(B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that one ec60a device was returned in good visual condition and with seven ecr60w cartridge reloads present. The cartridge reloads were received fully fired and in good visual conditions. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. In addition, the reloads were disassembled and no anomalies were noted with the internal components. Furthermore, the device was disassembled to verify the condition of the internal components and no anomalies were noted. Based on the review of the returned photographs it is believed that the complication experienced was most probably a tissue thickness to cartridge selection miss match, resulting in staple cartridge deck deflection and tissue flow.

Event description:
It was reported that during a laparoscopic total colectomy, the ileal j-pouch became to have a bad flow and to change in color. Bleeding was confirmed. Although the amount of it was unknown as additional suture was performed immediately, but it was small. No blood infusion was performed. When the staple line was checked, it was found that about 2cm of the 2nd firing staple lines were not stapled. Then, the pouch was created with the same device again. Stoma was created for reduction in pressure because the ileum was shorter and more tension was loaded as the ileum was cut and the pouch was created again. When the resected former pouch was checked, some unformed staples and staples of which one side of staple leg of the middle part of the staple line was inclined and not bent were found. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. The target tissue was normal and was clamped by the device uniformly. The device was not fired across something hard. There was no unexpected resistance in closing and at firing. The firing trigger was grasped fully at firing. There was no unexpected resistance in removing the device from the patient. The patient is stable.

Manufacturer narrative:
(B)(4). How was the patient impacted? ---as of now, the patient¿s condition is stable. Was the bad flow repaired? ---yes. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? ---the information was not provided from the hospital. If echelon, during which stroke did the event occur? ---the information was not provided from the hospital. What other color cartridges were used before and after this event? ---the information was not provided from the hospital. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---the information was not provided from the hospital. Were any unexpected noises heard? If so, when? ---the information was not provided from the hospital. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---the information was not provided from the hospital. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---additional information was sent as below; (see previous note on (B)(4) 2013) based on the photo review it is believed that the complication experienced was most probably a tissue thickness to cartridge selection miss match, resulting in staple cartridge deck deflection and tissue flow.